Event description:
Mckinley medical (the manufacturer) has filed this report after becoming aware of a reportable event iwth an ambulatory infusion system. A customer reported that an electromechanical ambulatory infusion pump did not delivery medication during an infusion regime.